Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem ¿multiple over-infusion issues¿ was not reproduced. The device was tested for flow rate accuracy and delivered within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had multiple over-infusion issues occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.